Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient developed altered mental status while on impella cp support and was taken for computed tomography scan (CT). CT scan showed frontal brain bleed with midline shift. Patient unable to be anticoagulated at this time due to brain bleed. The cp was successfully weaned and explanted. The patient survived.

Manufacturer narrative:
The investigation was completed and no device was returned. Stroke : the root cause of the injury was unable to be determined due to insufficient clinical details. The device history review was completed and passed all the post sterile inspection checks.